Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during stent assisted coiling of aneurysm, the subject main coil proximal section stretched during implantation, broke and protruded from the aneurysm into the parent vessel. Thrombosis on the stretched coil occurred. Platelet aggregation inhibitor medication was administered. The patient adverse consequence was a stroke of unknown severity. According to the physician, it is difficult to know if the coil got tangled in coil mass, wrapped around a strut of a the stent, or some other cause.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing; the anatomy was noted to have been of mild tortuosity. The damage noted to the device is likely to have contributed to the patient complications. Physician considered the likely cause of the coil damage was due to "coil got tangled in coil mass, wrapped around a strut of the neuroform stent, or some other cause". Because a definitive cause for the reported events could not be determined following review of available information and because the product was not returned, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during stent assisted coiling of aneurysm, the subject main coil proximal section stretched during implantation, broke and protruded from the aneurysm into the parent vessel. Thrombosis on the stretched coil occurred. Platelet aggregation inhibitor medication was administered. The patient adverse consequence was a stroke of unknown severity. According to the physician, it is difficult to know if the coil got tangled in coil mass, wrapped around a strut of a the stent, or some other cause.